Event description:
Customer contacted tsc to report false negative result for polyspecific dat api survey proficiency sample with mts gel testing. Customer reports that mts poly card lot# 080320005-01 exp may 14 2021 yielded a negative result with sample (B)(6) whereas correct result is positive for igg portion, and negative for complement. Relevant information: issue started on: (B)(6) 2021, isolated. Affected: survey sample. Reaction grade obtained: neg. Customer was expecting: api states correct result is pos. Incubation time (for manual test only): as per IFU. Test repeated: yes. Method/result obtained by repeating: same result. Number of samples affected? One. Was qc affected? No, qc deemed acceptable. Was any expired product used? No. When was the last successful qc run? (B)(6) 2021. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: as per IFU. Rbc storage and handling: as per IFU. Visual appearance before use: all reagents passing visual inspection. Was the vial freshly opened? No. Tsc verified that gel cards appear visually ok, all reagents passing qc and visual inspection prior to testing. Issue is isolated to api survey sample for dat poly testing. Customer received dat-01 sample in 4% suspension, tsc verified that customer proceed to make 0.8% suspension using mts diluent 2 from packed rbc cell button. Tsc walked customer through procedure in mts poly card instructions for use, confirmed customer performed testing exactly as depicted in IFU. Customer used mts diluent 2 lot# md142 exp 8/3/2021 to prepare suspension. Customer states that she still has sample in house, has repeated sample and still gotten negative result for sample. Customer reports that expected result is positive for igg portion, negative for complement. Customer reports 205 correct answers for survey compared to 2 incorrect answers. Customer seeking correction action on matter. Tsc has already discussed proper procedure in IFU, customer is able to reproduce negative result. Tsc performed batch review on lots used, no other related complaints for lots. Customer states that qc and all patient results are accurate. Issue appears to be isolated to survey sample.

Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).